Event description:
This console was not on a patient. Syncardia clinical support representative reported that while performing a routine console checkout at the hospital, the reserve air tank low pressure alarm would not extinguish when a full air tank was installed. The clinical support representative adjusted the setting on the pressure switch. Following the adjustment of the pressure switch, the console successfully passed the console validation protocol. The field activity report prepared by syncardia's clinical support representative is attached hereto. The root cause of the failure of the low tank pressure alarm was a change of the set point of the pressure switch. It was not possible to determine why the set point had changed. This failure mode does not affect the ability of the console to perform its life-sustaining function, because the functionality of the backup, reserve air system was not affected, and the alarm system alarmed when no alarm conditioned was present. This failure mode will be monitored to determine if it exhibits an upward trend. Syncardia has completed its evaluation of this complaint and is closing this file.